Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen was shattered and unresponsive. The pump was no longer functional. There was no known impact to the customer's blood glucose level. The contact confirmed that an alternate method of insulin delivery was available.